Manufacturer narrative:
(B)(4). This is a report of a use error where the clamp on the patient line was closed during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had air in the patient line. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the clamp was closed on the patient line of the cassette during priming. The technical service representative (tsr) explained the proper priming process to the patient and assisted the patient with ending therapy. The tsr also advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.